Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Around mid-2017, the patient noticed a dynamic friction in the right hip. During x-ray control, a dislocation of the prosthesis head on a destroyed neck component (cone abrasion) was found. The freestanding cone subsequently destroyed the polyethylene shell and the bony anchoring of the acetabular implant in the pelvis. There was an extensive formation of foreign body granulomas (pseudotumors) with corresponding metallosis. Upcoming revision (not planed yet).

Event description:
Around mid-2017, the patient noticed a dynamic friction in the right hip. During x-ray control, a dislocation of the prosthesis head on a destroyed neck component (cone abrasion) was found. The freestanding cone subsequently destroyed the polyethylene shell and the bony anchoring of the acetabular implant in the pelvis. There was an extensive formation of foreign body granulomas (pseudotumors) with corresponding metallosis. Upcoming revision (not planed yet).

Manufacturer narrative:
Additional information: an event regarding disassociation involving a metal head was reported. The event was confirmed through medical review comment. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: the medical review comment indicated the primary arthroplasty documents a straightforward primary arthroplasty for avascular necrosis without issues or complications. No info about interval performance of the hip between 2007 and 2017. The revision surgery report confirms the catastrophic trunnion failure with femoral head disassociation and a large osteolytic lesion superior to the acetabulum due to pressure necrosis from the sharp trunnion stump. Furthermore, metallosis with large amounts of metallic debris were evident with pseudotumor along the hip abductor and iliopsoas muscles, all consistent with major altr, adverse local tissue reactions by metallic debris. No info was provided in the records about potential contributing factors while the x-ray documents a rather adequate component position for both stem and cup with well-fixed components despite major osteolysis superior to the cup. As such, no obvious procedure-related or patient-related factors can be determined to have potentially contributed to the problem and thus this case cannot be solved with the current information. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review comment indicated: the primary arthroplasty documents a straightforward primary arthroplasty for avascular necrosis without issues or complications. No info about interval performance of the hip between 2007 and 2017. The revision surgery report confirms the catastrophic trunnion failure with femoral head disassociation and a large osteolytic lesion superior to the acetabulum due to pressure necrosis from the sharp trunnion stump. Furthermore, metallosis with large amounts of metallic debris were evident with pseudotumor along the hip abductor and iliopsoas muscles, all consistent with major altr, adverse local tissue reactions by metallic debris. No info was provided in the records about potential contributing factors while the x-ray documents a rather adequate component position for both stem and cup with well-fixed components despite major osteolysis superior to the cup. As such, no obvious procedure-related or patient-related factors can be determined to have potentially contributed to the problem and thus this case cannot be solved with the current information. Further information such as product return, post-operative x-rays, patient history as well as follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Additional information: outcomes attributed to ae. An event regarding disassociation involving a metal head was reported. The event was confirmed through medical review comment. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: the medical review comment indicated the primary arthroplasty documents a straightforward primary arthroplasty for avascular necrosis without issues or complications. No info about interval performance of the hip between 2007 and 2017. The revision surgery report confirms the catastrophic trunnion failure with femoral head disassociation and a large osteolytic lesion superior to the acetabulum due to pressure necrosis from the sharp trunnion stump. Furthermore, metallosis with large amounts of metallic debris were evident with pseudotumor along the hip abductor and iliopsoas muscles, all consistent with major altr, adverse local tissue reactions by metallic debris.no info was provided in the records about potential contributing factors while the x-ray documents a rather adequate component position for both stem and cup with well fixed components despite major osteolysis superior to the cup. As such, no obvious procedure-related or patient-related factors can be determined to have potentially contributed to the problem and thus this case cannot be solved with the current information. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review comment indicated: the primary arthroplasty documents a straightforward primary arthroplasty for avascular necrosis without issues or complications. No info about interval performance of the hip between 2007 and 2017. The revision surgery report confirms the catastrophic trunnion failure with femoral head disassociation and a large osteolytic lesion superior to the acetabulum due to pressure necrosis from the sharp trunnion stump. Furthermore, metallosis with large amounts of metallic debris were evident with pseudotumor along the hip abductor and iliopsoas muscles, all consistent with major altr, adverse local tissue reactions by metallic debris.no info was provided in the records about potential contributing factors while the x-ray documents a rather adequate component position for both stem and cup with well fixed components despite major osteolysis superior to the cup. As such, no obvious procedure-related or patient-related factors can be determined to have potentially contributed to the problem and thus this case cannot be solved with the current information. Further information such as product return, post operative x-rays, patient history as well as follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Around mid-2017, the patient noticed a dynamic friction in the right hip. During x-ray control, a dislocation of the prosthesis head on a destroyed neck component (cone abrasion) was found. The freestanding cone subsequently destroyed the polyethylene shell and the bony anchoring of the acetabular implant in the pelvis. There was an extensive formation of foreign body granulomas (pseudotumors) with corresponding metallosis. Upcoming revision (not planed yet).